Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott's investigation. The reported events of backup operation and failure to interrogate were confirmed. As received, a device in backup mode was returned for analysis. Final analysis found that the backup occurred due to reset errors consistent with xena integrated circuit(ic) anomaly. The cause of the reported events were isolated to the ic anomaly. No other anomalies were identified.

Event description:
It was reported that the patient presented during clinical follow-up. During investigation, it was noted that the pacemaker was found in backup mode. Restoration of device failed as there was a loss of communication with the pacemaker. The reported device was explanted and replaced on (B)(6) 2020. The patient was in stable condition.